Manufacturer narrative:
Additional and/or corrected data: b.5, h.6

Event description:
Physician reported right side deflation.

Event description:
Physician confirmed deflation did not occur. Capsular contracture (baker grade iii-IV) and "textured implant removal" was reported.

Event description:
Physician reported ¿patient was treated for a bilateral implant change and her capsular contracture is baker grade 3.¿ this record is for right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified total delamination on the plug strap disk shell, one opening curved on the anterior and crease. Leak test and microscopic analysis was performed which identified partial delamination of the valve, partial delamination on the plug strap disk shell and one striated opening on the anterior end. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: partial delamination of the valve (adhesive failure); partial delamination on the plug strap disk shell (adhesive failure); one striated opening due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported ¿patient was treated for a bilateral implant change and her capsular contracture is baker 3''. This record is for right side. The device has been explanted.